Event description:
It was reported that the ilet user experienced a low glucose episode after announcing a normal-sized meal for a dinner that was high in protein and low in carbohydrates, leading to an incorrect meal announcement and subsequent hypoglycemia; the lowest cgm value was 56 mg/dl and the user treated with oral carbohydrates including glucose tablets and orange juice. Symptoms included hypoglycemia. Outcomes included serious injury requiring unexpected medical intervention with oral glucose. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem related to an incorrect size meal announcement, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.